Event description:
It was reported the patient's scs system was not providing adequate pain relief. Reprogramming of the patient's scs system did not resolve the issue. Consequently, the physician decided to remove the patient's scs ipg only.